Manufacturer narrative:
Other, other text: additional information: the IV pump gave error codes that make it unable to be used. IV pump required a biomed code and an update. IV pump won't run or get the update without a code. The pump was in use at the time that the alert went off for "malfunction". The infusion was off for unknown length of time. Delay in administering medication due to the pump not working.

Manufacturer narrative:
D10: updated. H6: event methods, evaluation, and conclusion codes: updated one infusion pump was received for evaluation. Visual inspection found tamper seal intact, top and bottom cases in good condition, no visible contamination. The reported problem was not duplicated during the audio test of the speaker. The cause is inconclusive. The probable cause for the primary audible alarm bgnd is due to electromagnetic interference at the customer site. The device software at the time of the alarm was version 1.6.4. Performed preventive maintenance, updated software version to 1.6.5, device passed all functional tests. With no indication of a manufacturing defect found during evaluation, no device history review was performed. A review of service history found the device had not previously been in for service.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited primary audible alarm, watchdog failure, acu power failure. No adverse patient effects were reported by the customer.